Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working correctly. The ipp was explanted, and a hole was identified in the reservoir resulting in fluid loss. A new ipp was implanted. There were no patient complications reported.